Event description:
It was reported the dr was preparing to perform a case. It was reported the footswitch cable would work intermittently. The dr swapped the footswitch with another footswitch and completed the case with no pt consequence.